Manufacturer narrative:
Upon further investigation, the issue was discovered during periodic maintenance and the biomedical engineer noticed that the navigation ring (nav-ring) was not working. There was no patient involvement. Therefore, this complaint no longer meets reportability requirements. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse confirmed nav-ring required replacement. The field service engineer replaced the front bezel to resolve the issue. The device passed testing and was returned to service.

Event description:
The customer contacted product support and reported that the knob on the top right is not working. The customer reported that the unit was not in use on a patient. The investigation is ongoing.